Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix extended and dried blood in the helix mechanism up through the lead lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that post implant the right atrial (ra) lead sensing measurement was not satisfactory and the atrial threshold test revealed pacing in the ventricle. A lead dislodgement was suspected. During the revision procedure, the ra lead would not maintain position and continued to dislodge. The physician elected to explant the ra lead and a new lead was successfully implanted. No adverse patient effects were reported.